Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving lioresal (concentration of 800 mcg/ml, dose of 239.8 mcg/day) bupivacaine (concentration of 30 mg/ml, dose of 8.994 mg/day) ketamine (concentration of 300 mg/ml, dose of 89.94 mg/day) and morphine (concentration of 20 mg/ml, dose of 5.996 mg/day) via an implantable infusion pump for non malignant pain. It was reported on 2017-jan-18 that a motor stall was seen at the initial interrogation of the pump. The patient had not recently received a magnetic resonance imaging (MRI) session. The motor stall was active and the stopped pump period may have exceeded the tube set. It was stated the patient said they "no longer have the pump pain," which was unknown as to what they meant. The event occurred on (B)(6) 2016. It was stated that the patient's pump system was replaced, and the patient's medications were reduced as the patient was preparing to start a new dose.